Event description:
Information received from the article: meckel s, mcauliffe w, fiorella d, et al. Endovascular treatment of complex aneurysms at the vertebrobasilar junction with flow diverting stents: initial experience. Neurosurgery. 2013 sep;73(3):386-394. 10 patients with large or giant complex vertebrobasilar junction aneurysms were treated with fds (flow diverting stents). 9 patients were treated using ped (pipeline embolization device) and 1 patient was treated with a silk stent. Each patient was placed on antiplatelet therapy according to each physician. Out of the 10 patients treated with an fds, four patients expired. Case 4: treatment of a ruptured giant fusiform dissecting aneurysm. The patient presented with an sah (subarachnoid hemorrhage) due to a ruptured aneurysm. The patient was not preloaded with dapt (dual antiplatelet therapy); however, the patient received an intravenous bolus of heparin (5000 iu) and aspirin (500 mg) at the start of the procedure. An eptifibatide (glycoprotein iib/iiia antagonist) infusion was initiated during the procedure and continued for 2 days. The patient underwent fds embolization treatment on an unspecified date. During the procedure, nine fds devices were implanted in the patient overlapping each other with a concomitant coiling procedure. The posterior inferior cerebellar artery origin was secured with a solitaire stent. Angiography revealed minimal residual filling. The sah raised intracranial pressure and subsequently the patient expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other pipeline devices involved in the event are as follows: model: not reported / lot: not reported / dom: n/a / exp: n/a (qty. Unknown). (B)(4).